Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump emitted a call service alarm. There was no reported adverse event associated with this complaint. This complaint is being reported because the call service alarm issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed no activity outside of normal. Review of the alarm history record of a call service alarm on (B)(6) 2013. On examination, there was moisture observed in the battery compartment. On testing, the pump powered on and displayed the verify screen per normal operation. The display was noted to be dim and discolored. The pump successfully performed the ¿ez-prime¿ function. The pump was exercised for 24 hours without issue. Several boluses were performed during the investigation with, no cs alarm occurring. The pump cover was removed for investigation and did not reveal any evidence of moisture inside the pump or on the interior components.